Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x20 synergy¿ drug-eluting stent was selected for use. During unpacking of the device, it was noted that the stent was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 20 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the stent moved 7mm from crimped position in a distal direction, the first two proximal struts were lifted distally, the centre struts were misaligned. The first 4 distal struts moved over the distal markerband. The crimped stent outside diameter (od) at the undamaged distal end of the stent and the centre stent profile od was measured to be within specification. The product stent protector was not returned for analysis with the device. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on exposed proximal portion of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x20 synergy¿ drug-eluting stent was selected for use. During unpacking of the device, it was noted that the stent was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.